Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's right ventricular lead. It was alleged that this was solely a right ventricular lead issue. Corrective programming changes were recommended and sent to the healthcare provider. The patient was stable throughout.